Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was currently sitting on right sciatica and causing pain. Deep pressure on the unit will also recreate radiating pain down the posterior thigh. It was also noted that patient was taking longer to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively and explanted ipg was not returned.